Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: lot # : 8086630: device expiration date: 03/31/2023, device manufacture date: 03/27/2018, lot # : 8100754: device expiration date: 04/30/2023, device manufacture date: 04/10/2018, lot # : 7228697: device expiration date: unknown, device manufacture date: 08/16/2017, lot # : 7283929: device expiration date: unknown, device manufacture date :10/10/2017. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: exec summary: no samples were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the complaint lot history check was performed for each of the multiple batches as listed above and this is the 1st related complaint for incorrect/missing label information (expiration date) on each of these lot #s. No non-conformance's were raised in association with this type of event for these lots concluding all inspections were performed as per the applicable operations and met qc specifications. CAPA/sa: based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review for each of the multiple batches as listed above were carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd pen ndl 31ga 5mm had label information issues. The following information was provided by the initial reporter: the customer enquired regarding the expiry date for certain bd items.